Event description:
It was reported that the balloon expandable stent dislodged from the balloon was it was being inserted into the valve of the introducer sheath. There was no pt involvement.

Manufacturer narrative:
Investigation is inconclusive, as the sample was not returned for eval. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event.